Manufacturer narrative:
Balloon model- 72400024, lot sn- (B)(4), mfg date- 02/07/2018, exp date- 02/06/2023, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to extrusion in (B)(6) 2018 the patient will have his artificial urinary sphincter (aus) removed and replaced.